Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA during patient treatment. It was reported that the patient was placed on the hls set on (B)(6) 2026. On the same day the patient was transported to the (B)(6) hospital from the (B)(6). On (B)(6) 2026 a leakage on the hls set was noticed. The leakage was located at the luer lock site on the pre-membrane side of the hls module. The customer stated that there was a pigtail connected to the luer lock, which was there when the patient had been transferred in. Further, a crack was noticed on the hls module at the connection site. Thus, the affected hls set was replaced. In addition, the patient received a blood transfusion. The amount of blood loss is unknown. The customer confirmed that there was no complication for the patient. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
New information was received on 2026-03-19. The customer stated, that the patients indication for the treatment was a cardiogenic shock. A follow-up medwatch will be submitted when additional information becomes available.